Event description:
The patient stated that the pump pushed 70 units of insulin out of the cartridge during the load step while performing a routine cartridge change.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. There were no alarms related to the complaint noted in the pump's alarm history. The force sensor was found to be operating within required specifications. Evaluation revealed a stuck ball seal in the drive assembly. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.